Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the cable was out of electrical specification. It was also noted that the label was missing.

Event description:
It was reported that the programmer had telemetry failure. Both the programmer and the radio frequency programmer head were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID 2090, programmer; product ID 229047; software analyzer. (B)(4).